Event description:
It was reported that there was leakage from the balloon during use. No patient complications were reported.

Manufacturer narrative:
We received one 831hf75 catheter for examination. The balloon was found to be ruptured at the center area of latex around circumference and the ruptured edges did not appear to match up, indicating a gap of missing latex. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter. A review of the manufacturing records indicated the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.